Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that the 3.5mm dcp drill guide is not working properly due to wear and tear. Item was becoming loose and not tightening properly when it was placed back together after a case. Item was discarded and no picture taken. No surgical delay or intra-op issues. There were no reported patient consequences. This report involves one (1) 3.5mm dcp® drill guide neutral & load. This is report 1 of 1 for (B)(4).